Manufacturer narrative:
It was reported that three months later angio showed a endoleak. A CT scan suggested there was an anterior type ia endoleak (it could not be confirmed from a lateral side) but this could not be confirmed from an ap angio. Endoanchors and a non-mdt (gore) cuff were used to treat the endoleak. It was also reported that the sac was filling from collateral branches originating from the right hypogastrix and these were coiled in the procedure also. It was also reported the graft appeared to be an endurant ii. Film evaluation summary: the reported neck expansion or any other obvious stent graft issue could not be confirmed from the films received. The period of implantation of the device in the patient at the time of the CT images received is unknown. CT¿s showing pre-implant anatomy of the patient were not available for comparison, and the catalog size of the implanted devices is unknown. Analysis of the returned films did not reveal any stent graft characteristics that could explain the reported event. There appeared to be an adequate proximal seal, and no obvious endoleak or any stent graft integrity issues were noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An unknown endurant stent graft was implanted in a patient for the endovascular treatment of a ruptured 80mm abdominal aortic aneurysm on an unknown date. It was reported that CT performed showed an issue with the device. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.